Event description:
It has been reported to philips that the system main screen was not displaying live image intermittently. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.